Manufacturer narrative:
Trackwise ID (B)(6). Updated sections: a3, a4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation. An investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be very slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the results of the evaluation, the reported failure "intermittent continuity" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent". Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the cautery/burn function worked only intermittently and briefly (eg only one beep would sound). Periodically, there would be a full cauterization but then it just stopped working completely. I was trying to deal with an arteriolar bleeder and had to convert to an open harvest because I could not adequately visualize the tunnel without being able to control the bleeding.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the cautery/burn function worked only intermittently and briefly (eg only one beep would sound). Periodically, there would be a full cauterization but then it just stopped working completely. They were trying to deal with an arteriolar bleeder and had to convert to an open harvest because they could not adequately visualize the tunnel without being able to control the bleeding.